Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The customer also returned (B)(4) unopened accessories for the sample. A visual exam was performed and no defects were observed. Functional testing was also performed and no leaks were detected. Based on the investigation performed, the reported complaint could not be confirmed. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A DHR review was performed and showed no evidence of a manufacturing issue. No functional issues were found with the returned sample. No further action will be taken.

Event description:
The customer alleges that a pre-test was conducted prior to patient use. The cuff of the device inflated without a problem but didn't deflate enough.

Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that a pre-test was conducted prior to patient use. The cuff of the device inflated without a problem but didn't deflate enough.